Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call the insulin pump alarmed no delivery followed by motor error. The alarm has been recurring in the last two weeks. The customer mentioned the insulin was not getting pushed out of the insulin pump. Customer's blood glucose vary from 250+ mg/dl to 600 mg/dl. The customer treated with syringe. Customer was able to rewind the insulin pump. The customer was advised the device will be replaced. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specification. The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm was noted. The motor passed motor test. No encoder signal alarm in alarm history screen. The drive support disk was inspected and no anomaly was noted. The device had a minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.